Event description:
Consumer complaint of low blood results. Reviewed the meter memory (the date and time are incorrect): 104mg/dl; lo 81mg/dl; 85mg/dl; 91mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference, user reused test strips, test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/17/2014).